Event description:
The customer reported that the device failed to power up which could prevent the delivery of therapy.

Manufacturer narrative:
The customer reported that the device failed to power up which could prevent the delivery of therapy. On 03/31/08, the unit was evaluated at the philips (B) (4) bench. The symptom was verified. Multiple parts were replaced to resolve the issue. We are considering this a malfunction, we cannot determine the cause since multiple parts were replaced to resolve the issue. (B) (4).